Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers up properly to the verify screen. The pump found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the history that would indicate a pump malfunction. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
This complaint is being reported as a malfunction due to the alleged self-reboot issue with the animas insulin pump. There was no evidence of product misuse as the battery cap is tight with no damage. In addition, the threads are not stripped and no cracks near the battery compartment. There was no adverse event associated with the alleged product issue.